Manufacturer narrative:
The device was returned to olympus for inspection a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants. There was risk that foreign material had remained in the channel even if the reprocessing was conducted in accordance with instruction for use. Simethicone and petroleum oil, silicone-based lubricants are non-water soluble and thus not recommended for use. The most probable cause is known inherent risk of device should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign objects were observed in the air/water (aw) tube and the air/water (aw) cylinder. There were no reports of patient involvement.